Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no screen and overheating problems observed during a 24 hour endurance test. Analysis found the left and right keyboard hinges were broken and the feet of the lower case were worn. The programmer failed functional test (common mode/wrist electrode test), due to the ECG (electrocardiogram) connector. It was noted the vga (video graphics array) screws were missing and some screws of the lower hinge plate were missing. It was also noted error was found in the programmer software history.

Event description:
It was reported there was an alert of overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.